Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID b31061 (lot: 082u07923); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the rep was in the operating room with the patient during a revision to a rechargeable ins and reports the patient's port plug will slide out of the port. The setscrew will click and tighten but not stay. They tried the port plug from the previous battery and this also did not sit. Advised rep to see if turning the plug slightly in the port would resolve this and it did. The patient already had a port plug implanted when they came in for surgery. When the generator was removed from the pocket, the port plug slid out like it wasn't tightened at all. I opened a new port plug and the new one did the same thing. This is when I called in and we were able to fix it by rotating the plug. The retrieved the original port plug and will be shipping it back.

Manufacturer narrative:
H3: analysis of the connector plug (lot # 082u07923) revealed no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.